Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the entire screen was becoming faded and had a orange hue. The reporter confirmed no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings:during testing, the pump powered on to the verify screen with a faded and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.